Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that the device should have infused the entire contents over four days. When the device was removed after four days approximately 50% of the medication was left in the infusor. The device had been filled with 5.4ml dinutuximab beta, 4.8ml albumin, and 86ml of sodium chloride solution for a total volume of 96ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received at the plant for analysis with approximately 46 ml of fluid in the bladder. A visual inspection on the returned unit shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.